Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient, check iab catheter alarm generated repeatedly. Although the customer reduced the iab augmentation to 3, the issue did not resolve. The following day, the iab was removed and iabp therapy was discontinued. Severe tortuosity was noted in the patient vessel. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient, check iab catheter alarm generated repeatedly. Although the customer reduced the iab augmentation to 3, the issue did not resolve. The following day, the iab was removed and iabp therapy was discontinued. Severe tortuosity was noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the sheath. The one-way valve was also returned and still attached. The returned sheath was over the catheter but it was not a maquet product. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing it to lose its round shape. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a flattened catheter tubing. We are unable to determine when this may have occurred, however the flattened tubing found on the returned device restricted the gas passage and resulted in the alarm on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient, check iab catheter alarm generated repeatedly. Although the customer reduced the iab augmentation to 3, the issue did not resolve. The following day, the iab was removed and iabp therapy was discontinued. Severe tortuosity was noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).